Event description:
It was reported that the patient was hearing tones at the same times each day. It was further reported that the patient was "wanded with a security system" at the airport. Device check revealed there had been a power-on reset on (B)(6) 2010, but that nothing else on the device was found out of specification. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.